Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. No patient involved, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid volume accuracy testing due to fill 1, drain 1 and fill 2, drain 2 exceeded the limits. (B)(4) and rite volumetric test results were fill 1: 831.3 ml; drain 1: 831.2 ml; fill 2: 830.4 ml; drain 2: 830.4 ml. The assignable cause was determined to be piston foams disintegrated. The device was found not to meet specification. Baxter will continue to monitor similar reports to determine if further actions are required.